Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose and was hospitalized. The customer's blood glucose decreased while using an insulin pump provided by the hospital; however, their blood glucose became very high when they began using their own insulin pump again. Prior to calling, the insulin pump passed the displacement test. Troubleshooting was not completed. The insulin pump was not returned for analysis.